Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The clear plastic sleeve on the radially expanding sleeve was torn. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition can occur when applying excessive force to the device. The plastic sleeve is meant to tear after insertion so excessive manipulation of the sleeve may cause it to tear prematurely. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a gastrectomy procedure. The sleeve was torn during the insertion of the dilator. The seal was damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, there was no patient injury. Patient status is stable. A new device was used to resolve the issue.